Manufacturer narrative:
The field service engineer (fse) discovered the manual aspiration probe was bent and straightened the probe to resolve the issue. The fse did not observe a fluid leak upon arrival. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported clear fluid leaked from the blood sampling valve (bsv) involving the coulter hmx hematology analyzer with autoloader. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility. The facility has an exposure control and risk management plan in place for biohazard material.